Event description:
It was reported that the patient was seen in the clinic after hearing an alert tone. The superior vena cava (svc) coil had high impedance. The svc was programmed off per physician's order. A lead revision is being discussed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4196 implantable pacing lead (B)(6) 2013. (B)(4).